Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2013. D314trm implantable cardioverter defibrillator: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient had extracardiac stimulation one day post implant. The left ventricular lead was found to have dislodged. The lead was repositioned and remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.